Event description:
During code procedure for pulse-less ventricular tachycardia, the screen on the lifepack 20 only showed parts of what was happening. Could not see patient's rhythm on the monitor. Staff was also unable to retrieve information from machine after taken off patient. Lifepak was switched for a new one without difficulty.